Event description:
It was reported patient underwent a total hip arthroplasty in 2007. Subsequently, patient was revised on (B)(6) 2015 due to pain. Review of radiographs revealed a hole in the bone lateral to the stem. Cancellous bone graft was utilized to fill the hole. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant- 2007. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.